Event description:
It was reported that during a liver resection procedure, in the moment in which the operator charged the clip between the branches, the applier could not maintain the clip and let it fall in abdomen.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: could the clip be retrieved from the patient's abdomen? Yes. Does this event have any consequences for the patient? No. How was the surgery completed? With another ligaclip did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes. What were the patient's pre-existing conditions? Good. Does the patient have any relevant history of surgical treatments? If so, what? No.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.